Event description:
A bipap a40 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code was confirmed in the event log. The service technician recommended replacing the device's printed circuit assembly (pca) board to address the issue. Additionally, the accessory port is noted to be missing. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported that a bipap a40 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code was confirmed in the event log. The service technician recommended replacing the device's printed circuit assembly (pca) board to address the issue. Additionally, the accessory port is noted to be missing. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. Upon further evaluation, the previous report was incorrect and sent in error. This complaint has been updated to be a not reportable complaint. The ventilator inoperative error code that was found in the device's error log is considered to be a 'log only' event for devices with released software 2.6 and above. This device's software version is 3.6.1, and therefore, it is not considered a reportable event. The section h coding has been updated to reflect a not reportable complaint. A correction is being submitted at this time.